Manufacturer narrative:
Visual inspection during the investigation, no significant deformations or damage of the valves were determined. Permeability test a permeability test has shown that the valve is permeable. Computer controlled test to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the valve operates within the specified tolerances in horizontal position but not in the vertical position. An accelerated outflow of valve in the vertical position could be determined. Internal inspection after dismantling of the valve, deposits were found inside results based on our investigation results, we can determine an accelerated outflow in the vertical position on the shuntassistant 2.0. The deposits visible in the valve have led to the functional impairment. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a shuntassistant 2.0 (#fx103t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the shunt caused an overdrainage. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation. Same event as #3004721439-2026-00069.